Event description:
Since having this procedure I have experienced bloating, hives, chronic back pain, chronic joint pain, abnormal weight gain, uterine prolapse, rectal prolapse, menorrhagia, dysmenorrhea, adenomyosis, pelvic pain